Event description:
Ous MDR - it was reported that during the implantation procedure, it was not possible to push the is-1 connector to the end of the header. The pacemaker was not implanted and was returned for analysis.

Manufacturer narrative:
Ous MDR - upon receipt, the pacemaker was subjected to a visual inspection. The atrial and ventricular connector cavities were within is-1 standards. With regard to the clinical observation, no deviations were found. Please note that, due to aberration of light in the epoxy-resin header, the ventricular connector cavity seems as if it was slightly bent. The mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. All dimensions of the header bores were within is-1 standards. The set screws were effectively contacting the connector pins. The set screws could be easily screwed in and out. Also, the spring elements for the electrical contact between the lead connectors and the pacemaker channels did not show deviations. A sample lead was connected without any resistance. Upon incoming inspection, the pacemaker stimulated in ddd-mode / 60 ppm / 3.6 v / 0.4 ms. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and or pacing problems/ the pacemaker proved to be fully functional. In summary, this pacemaker did not show any sign of a material or manufacturing problem. It is completely within it's specifications. Particularly with regard to the clinical observation, the pacemaker was found to be fully functional.